Event description:
It was reported that the customer experienced a blood glucose (bg) level of 670 mg/dl, vomiting blood, esophageal abrasions, and a high level of ketones identified as dangerous by healthcare provider. Reportedly, the customer's cartridge ran out of insulin, and customer did not replace cartridge. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however healthcare provider suspected possible cerebral edema.

Manufacturer narrative:
The pump user guide states "always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery."no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.